Event description:
It was reported that during a supply change the user could not observe drops during tubing fill and stated that pressing and holding did not deliver insulin, leading the user to leave the ilet off overnight. Blood glucose elevated and the user transition to subcutaneous insulin by pen. A subsequent guided restart with new supplies restored function and insulin delivery, and the user acknowledged not pressing and holding long enough previously. Symptoms included hyperglycemia with a reported blood glucose up to 4000 mg/dl. Outcomes included temporary discontinuation of pump therapy and use of multiple daily injections until the pump was reconnected, followed by return of glucose to range. Investigation included customer care troubleshooting and education, device restart, and a complete supply change. Investigation of this case revealed user technique during the tubing fill step as the likely contributor, with the device and infusion set functioning after proper press-and-hold priming was performed. It was concluded, based on previously established findings for similar reports, that user handling was the most probable cause.